Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella cp for acute myocardial infarction and during support, the impella cp became back into the aorta. The pump was explanted a day earlier than planned. The patient survived the procedure.